Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However based upon the past similar cases, physical stress on the distal end or repeated chemical stress may have caused the adhesive to peel off between the distal end and the plastic cover, because scratches and foreign material were confirmed on the insertion section and distal end from the device inspection result by olympus (thailand) co., ltd. (Oth). In addition based upon the past similar cases, foreign material may have stuck because the user did not reprocess the device immediately after the procedure, or the reprocessing around the forceps elevator was inadequate. The instruction manual states the impact on the distal end and precautions during storage, and the reprocessing manual states the reprocessing of the forceps elevator and warning about prompt reprocessing after the procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to oth for evaluation. Oth inspected the device and confirmed the following; the adhesive of the bending section rubber was worn and peeling off. The insertion tube was scratched, deformed and dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device for annual inspection at the service department of olympus (B)(4) and found that the adhesive around under the forceps elevator was dirty with white residue and brown stains, leaving foreign material behind. In addition, there was a gap in the adhesive between the distal end and the plastic cover. There was no report of patient injury associated with the event.